Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that on (B)(6) 2022, the patient's faced a kinked cannula issue. Consequently, the patient was admitted to the hospital with the blood glucose level of 42 mmol/l and high ketone level of 7.2 mmol/l. Further, the patient was admitted to the intensive care unit and had concurrent acute myocardial infarction (troponin levels reached 26,000) & kidney failure (creatinine levels reached 187). However, multiple incomplete bolus alerts occurred prior to hospitalization which indicated that the patient may have attempted to bolus unsuccessfully. During hospitalization the patient was administered saline and insulin. Moreover, the patient had permanent damage to the heart due to this event. At the time of this report the patient was still in the hospital. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.